Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of automated mode switch (ams) noted due to noise on the right atrial (ra) lead. The noise was not reproducible with lead provocative testing. No intervention was taken and the patient was stable with no consequences.